Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during an expert tibia nail procedure a drill bit stopped working without a lot of force applied. The adapter got stuck in the radiolucent drill and it was hard to remove. The drill bit also could not be removed after trying to remove with pliers. The radiolucent drill became very hot while using; there was a black oil-like substance that came out of the radiolucent drill with the drill bit still attached. This was the second incident within two days. There was a 15 minutes surgical delay. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis. Device is an instrument and is not implanted / explanted. (B)(6). Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. The device history report shows, no manufacturing or incoming inspection records available for this batch. There were no nonconformances recorded for the device batch. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is unknown. A manufacturing evaluation was completed: the visual inspection did not reveal any faults or irregularities. Functional testing has been performed. No issues found. The complaint could not be confirmed. The device¿s manufacturing documentation was reviewed and no deviations were found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.